Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing could not be confirmed. Visual inspection did not reveal any anomaly that could contribute to the reported event. Electrical, mechanical, and longevity analysis was normal with no anomalies found.